Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received error 25 due to j6 connector resistance issue.

Event description:
The customer reported via phone call that their device¿s is giving them power error detected alarm. Reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.